Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the jaw did not open after the device was fired on the gastric body at the second firing. The jaw was opened by returning the trigger to the home position by hand. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Closure link and yoke interface. The device was received for analysis with no visual non-conformances and with a reload present on the device. The reload was received fully fired. The device was tested for functionality with a test reload. The jaws of the instruments were closed by squeezing the closing trigger toward the handle and an audible click indicated that it locked in place. It was observed at this point that the closing trigger locked completely against the handle (no gap). The functional test demonstrated that the staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The anvil release button was pressed to separate the instrument jaws and allow both triggers to return to their original position. This only occurred when applying reverse force to the firing trigger and pressing the anvil release button simultaneously. The device was disassembled to visually verify the condition of the internal components and a tighter fit between the closure link and the yoke was observed. A batch record review was performed and no anomalies were found during the manufacturing process.